Manufacturer narrative:
Vyaire medical file identification:(B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarm high block, and circuit occlusion error.an error on the unit also states safety valve error. Furthermore, there was no information for patient associated with the reported event.

Manufacturer narrative:
Additional info: a vyaire field service representative(fsr) arrrived onsite and waited for the bio-med team.the bio-med team stated that the devices had been retired and would be disposed of the following day. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.